Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/18/2025, a sales representative reported via phone that qty. 2 of a self bunching 1.8 knotless hip fibertak soft anchor had an issue during a hip arthroscopy with labral repair procedure on (B)(6) 2025. After inserting and malleting the anchor through the drill guide, the surgeon noticed upon removal that the tip of the inserter was not there. This happened twice in a row. The surgeon was not able to remove the metal fragments, and two fibertak soft anchors remained inside the patient, together with the sutures. The repair stitches from both anchors were able to be used in conjunction with an ar-2923phs suture anchor peek hip pushlock with lot: 11212558, and an ar-2923bch suture anchor biocomposite hip pushlock with lot: 15349099 to complete the procedure successfully with no patient harm. An x-ray was taken, which confirmed that there were no metal parts in the joint space, but two fragments were shown in the acetabulum bone. There was a case delay of over 15 minutes, and additional anesthesia was administered. No second surgery was deemed necessary at this point.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error in the device, which can be attributed to prying/leveraging, misalignment, and/or excessive force used during insertion.